Manufacturer narrative:
On an unreported date stated as ¿from (B)(6) 2017¿, the patient experienced the peritonitis event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (described as repeated peritoneal inflammation). The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with an unspecified anti-inflammatory drug (dose, frequency and route were not reported). Pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was not recovered and pd therapy was ongoing. No additional information is available.